Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor autozero failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when the alarm occurred, the device continued to cycle breaths. In the customers biomedical engineer (bme) shop, the alleged issue was duplicated by a bme and the diagnostic code for a machine pressure sensor autozero failed alarm was observed in the device's event log. The rse informed the customer that it is advised to replace the data acquisition (da) printed circuit board assembly (pcba) to correct the issue, per the service manual. The customer placed an order for the da pcba on 27apr2026 in a material only work order. Final investigation and disposition are pending.

Manufacturer narrative:
In an additional gfe response received on 28may2026, the customer confirmed that the replacement solenoids had been received and installed into the device. The customer confirmed that the part replacement resolved the issue, with the device passing a checkout before being returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Replaced parts will not be returned since customer reports defective part scrapped. This allegation will be tracked and trended for post-market surveillance purposes.